Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer support instructed the caller to remove an o-ring from the pneumatic tap and clean the area, ultimately advising them to use a new cartridge. The caller was then able to complete the loading process successfully and resume insulin administration.